Manufacturer narrative:
Device evaluation: the device was returned for analysis. There was no physical damage to the device. Started with a visual inspection then attached temperature check to a hotline filled with water. Plugged in line cord and turned on the power switch. Yes. The reported problem was duplicated. The warmer leaked water from the bottom of the bracket. A bracket was damaged near the o-ring holes. Unable to determine the root cause. A bracket was replaced and preventative maintenance was performed. The device passed functional tests. (UDI number) and initial reporter also sent report to FDA are unknown; no information provided to date.

Event description:
It was reported that a warmer was leaking from the bottom. There was no report of patient injury.